Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. No additional patient or event information is available. Data was received but investigation window does not reflect the alleged device and/or the alleged issue. Confirmation of the complaint was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it passed. A pairing test was performed, and it passed. The log was downloaded, and it passed. The allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.